Event description:
The core micro drill was sent for evaluation because it was allegedly running on its own without user activation. The event was noted during performance testing. There were no patient involvement or adverse consequences reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.